Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07aug2019. The manufacturer technical support (ts) advised the customer that sol 3 or 4 may be faulty and provided part number. The customer replaced the defective solenoids 3 and 4 and data acquisition (da) pcba to address the reported problem. The unit successfully passed the required performance verification test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a proximal pressure sensor auto zero failed error code. There was no patient involvement.